Event description:
Customer reported device was burned through the case. The report was received by facility biomed on (B)(6) 2010. It was in a patient room and while in use reported to have produced smoke. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/03/2010. (B)(4). Product was evaluated and the customer's report of a burn through the case was confirmed. The investigation noted that the two left most pins on the left (inter unit interface) iui connector of the pcu device were melted and found to be electrically shorted. This is consistent with conductive fluid providing a conductive and resistive electrical path between the dc voltage source (+8 volts) at pin 2 and a lower potential at pin 1 (ground). The current through the conductive and resistive material would generate heat that would discolor and deform the connector pins and the surrounding plastic. The melted pins were right below the burn hole on the case. Internal inspection of device noted signs of fluid ingress inside rear case, especially in area near iui connectors, and on left iui connector. The root cause for a burn through the case was not definitely identified, however; the evidence suggests that fluid contamination was the most likely cause for the customer's experience. A review of the device service history record and database did not identify any issues reported.